Event description:
It was reported that sometime post port placement, the port catheter allegedly leaked subcutaneously and a crack was identified on the catheter. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp with 8fr groshong catheter was received for evaluation. Visual and microscopic inspection noted a partial circumferential I crack just distal to the port septum. Microscopic inspection revealed that the circumferential portion of the crack were smooth with signs of buckling inwards. The longitudinal portions of the I crack were rough and granular. Therefore the investigation is unconfirmed for the alleged leak and, based upon the I shape, smooth surfaces, and buckling the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that sometime post port placement, the port catheter allegedly leaked subcutaneously and a crack was identified on the catheter. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Investigation summary: one x-port isp with 8fr groshong catheter was received for evaluation. Visual and microscopic inspection noted a partial circumferential I crack just distal to the port septum. Microscopic inspection revealed that the circumferential portion of the crack were smooth with signs of buckling inwards. The longitudinal portions of the I crack were rough and granular. Therefore the investigation is unconfirmed for the alleged leak and, based upon the I shape, smooth surfaces, and buckling the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the port catheter allegedly leaked subcutaneously and a crack was identified on the catheter. Reportedly, the device was removed. There was no reported patient injury.